Event description:
It was reported by the patient that they had a pod where the needle deployed early before the pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
The device was received not deployed. During the investigation, the device deployed with no issue upon manual rotation of the ratchet gear. The download data indicates that the device completed the first prime at pulse 46 and was then deactivated at pulse 46. No issues were seen with the device. Based on the investigation, the device functioned as intended and was deactivated before running enough pulses to deploy.